Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The spouse reported that the patient passed away on (B)(6) 2018 due to liver cancer. He stated that she had other medical issues and was on other medication, besides novorapid, but did not provide further detail regarding either. He did not wish to provide information related to her medical history. The patient had been in the hospital for 6 days and then went home for hospice care for about a day and a half. She passed away at home. During the first few hours of hospice at home, the pod was worn. The husband decided to remove the pod 16-20 hours before the patient's death. He stated that her blood glucose had been extremely low at the end (mentioned in the 60's, 40's, and 20's) but most of the time she was about 60 mg/dl. He stated her liver was not doing anything anymore, it was all tumor. The pump was still giving insulin but her body was not accepting it. Her blood glucose reached about 20 mg/dl and was staying there. The pump was giving the basal and then was removed, but it did not make a difference to her low blood glucose as her body was shutting down.